Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 01/22/2019 and 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii, seroma-late.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade iii. Healthcare professional additionally reported right side "late seroma". Device has been explanted.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade iii. Healthcare professional additionally reported right side "late seroma". Device has been explanted.

Manufacturer narrative:
"Device evaluation: analysis of the returned device identified: weight to spec, opening curved on anterior, crease fold and black particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. Additional, changed, and/or corrected data: d9, h3, h6.